Event description:
Procedure type: dixon. According to the reporter: during the operation the anastomosis seemed fine, but only one hour after operation feces started to come out of the drain. A re-operation was conducted. The surgeon commented that during closure of the instrument, at one point there was a tactile click, and after this, closing went more smoothly. This moment also has happened, from time to time.

Manufacturer narrative:
(B)(4).